Manufacturer narrative:
Investigation: the customer reported that the set does not stay connected and returned one photo of a mp9232-c set. The photo verifies the material and lot but unfortunately does not verify the connection issues. Without the physical sample an investigation could not be performed and the root cause of the connection is unknown. A device history record review for model mp9232-c lot number 21065836 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #21065836 regarding item #mp9232-c.

Event description:
It was reported that the bd maxplus¿ needle-free connector separated during use. The following information was provided by the client: "the extension set below is not working properly. The device does not stay attached when connected to tubing."

Event description:
It was reported that the bd maxplus¿ needle-free connector separated during use.the following information was provided by the client: "the extension set below is not working properly. The device does not stay attached when connected to tubing."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.